Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿a large indirect sac was reduced off the cord structures and a perfix plug (device #1) was placed into the preperitoneal space and sutured.¿ (B)(6) 2017 - patient was diagnosed with right inguinal pain and swelling. (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia, meshoma, pain thereby underwent robotic repair with removal of perfix plug (device #1) and implant of 3dmax light mesh (device #2). Per operative notes, ¿extensive lysis of adhesions were performed, meshoma encountered. A perfix plug (device #1) was completely freed up and removed. A large peritoneal defect was identified and a 3dmax light mesh (device #2) was placed and tacked.¿ attorney alleged that the patient had adhesions, bowel obstruction, mesh removal, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years 4 months post implant of perfix plug, patient was diagnosed with hernia recurrence, bowel obstruction, adhesions, swelling, pain & mesh deformation thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-sep-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.